Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings, no delivery alarm and motor error alarm from the insulin pump. The customer's blood glucose reading was 490 mg/dl. The customer stated that she rewound the pump and there was a no delivery alarm. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the pump did not alarm no delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to monitor the pump and call back if the problem recurs.